Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system and inquired about silencing alarms; the agent advised that critical alarms cannot be silenced and discussed compatible cgm options, noting the user currently uses dexcom g7 and prefers libre, and that libre 3 plus is compatible. Symptoms included hypoglycemia with a recorded low of 58 mg/dl and no reported loss of consciousness or other acute effects. Outcomes included temporary low glucose for approximately one hour without medical intervention, ketone testing, or use of backup therapy. Investigation included collection of event details and user follow-up regarding potential causes. Investigation of this case revealed that the cause of the hypoglycemic event was unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.